Event description:
Device 1 of 2. See manufacturer's report number 1627487-2010-00249 for device 2. On (B) (6) 2010, the pt was implanted with an scs system. On (B) (6) 2010, the pt claimed to have developed a staph infection and reported experiencing pain and swelling. As of (B) (6) 2010, it was reported that the pt's infection cleared up and is no longer a cause for concern. The device was not explanted.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.